Manufacturer narrative:
Date of event: unknown, an exact date was not provided, however, the patient stated it was a few weeks after implant. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant to be performed on (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 18.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, the patient complained of intolerable, overwhelming, and debilitating glare, including halos, concentric circles, and starbursts. Patient was asked about the onset date of the symptoms, she did not remember when it started, maybe a couple weeks later, post implant. Reportedly, the lens is planned to be explanted and exchanged on (B)(6) 2018, no additional information was provided.

Manufacturer narrative:
Additional information: based on new information received, patient experienced blurry vision, rings in vision and starburst. Intraocular lens on left eye (os) was replaced with zct300 17.5 diopter. An incision enlargement to 2.8mm was performed along with one suture at explant, (B)(6) 2018. The following sections have been updated accordingly: if explanted; give date: (B)(6) 2018. Device code 2583. Patient code 3191 - starburst. Patient code 3191 - planned explant to explant/iol exchanged. Patient code 3191 - incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.